Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be replaced, and during the pre-procedure device interrogation, an electrode impedance measurement of over 400 ohms was noticed. Reportedly, upon the replacement procedure, the electrode was connected to the new s-ICD and adequate impedance measurements were noticed. Thus, the electrode was left implanted with the new s-ICD and remains in service. No defibrillation threshold test was performed as the electrode was working great. This s-ICD is expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. Visual inspection found no anomalies. A review of device data, stored to the remote monitoring application, noted the device detected high lead impedance while implanted. Testing completed in the laboratory setting determined the s-ICD was not functioning as expected. Detailed testing concluded that a product performance issue with an internal component resulted in the s-ICD not performing as expected. Of note, this product is no longer manufactured.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be replaced, and during the pre-procedure device interrogation, an electrode impedance measurement of over 400 ohms was noticed. Reportedly, upon the replacement procedure, the electrode was connected to the new s-ICD and adequate impedance measurements were noticed. Thus, the electrode was left implanted with the new s-ICD and remains in service. No defibrillation threshold test was performed as the electrode was working great. This s-ICD was returned for analysis and no adverse patient effects were reported.